Event description:
It was reported that the customer accidentally entered incorrect bolus value entry in the calculator, delivering too much insulin. The customer's blood glucose (bg) level subsequently declined below 30 mg/dl. The customer's went to the emergency room and treated with intravenous fluids of sugar water b10 which resolved the issue with no permanent damage. The customer was discharged the next day.